Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the battery lost connection once it was placed on the mayo stand (metal). The rep asked the technician to create a barrier of 4x4 pads to prevent lost connection. The battery and communicator lost connection. The rep said there was a small amount of time lost, if any, as the physician used the time to complete other items of he surgery. The rep believed the metal mayo stand was the culprit of why the communication was lost. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the manufacturer representative lost communication with the ins as it was sitting on a metal tray. The tablet was restarted and the communicator was also restarted and the issue was resolved. No symptoms or complications were reported.